Event description:
It was reported that the patient experienced bothersome at the ipg site. It was also noted that the patient was having issues with charging and turning the ipg on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced bothersome at the ipg site. It was also noted that the patient was having issues with charging and turning the ipg on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively.